Event description:
Structure was positioned vertically for an extremity exposure, and was left in that position after procedure was completed. A few mins later, the receptor extension fell to the floor and separated completely from the structure, causing the carriage to rise and counterweight to drop.

Manufacturer narrative:
Summit's dealer, x-ray sales & svc (xrs), was notified by the end user (EU) that the horizontal slide assembly, "fell to the floor and separated completely from the structure, causing the carriage to rise and counterweight to drop". Xrs svc person went to site and verified the situation and tagged out the equipment and told dr not to use it.